Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the date of the complaint. The pump was unresponsive. No auditory or vibratory alarms occurred, and the display remained blank upon battery insertion. The battery cap was able to fully tighten. The battery cap measured within specifications. The battery cap was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture internally. The pump was unresponsive due to moisture contamination.